Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown/not provided. If implanted; give date: not applicable, there is no indication the lens was implanted. If explanted; give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Reporter name: unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. No other information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.